Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller needed ins (implantable neurostimulator) device information for their hcp and reported the patient has been having problems with their therapy, and stated the hcp believes this could be due to the ins not supplying enough electrical output. The caller reported the patient has been on a downroll and has slowly progressed, where the patient has been "in and out of being kind of like from a nursing home standpoint to an independent person" and that the patient will just all of a sudden blank out on the patient rep. The caller clarified the patient's been experiencing this for the last couple of years and now has gotten bad where the patient rep has found the patient on the floor, stating the patient is either sleeping or has their eyes closed, and that sometimes they are conscious and knows what's going on, and other times not. The issue was not resolved. The caller stated they are working with the hcp to further address the issue.